Manufacturer narrative:
The investigation could not determine a specific root cause. The field service findings could be seen as a potential root cause, but without further information, this could not be confirmed. Additional information was requested, but was not provided by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) on 15 samples. The customer provided data for three samples, and of those three, it was determined that two samples had erroneous na results that had been reported outside of the laboratory. The customer indicated that when large batches of ise samples, somewhere near mid-batch, the na results will suddenly drop by approximately 10 mmol/l. The customer indicated that k and cl results are also somewhat affected, but no so much that corrected reports have been issued for them upon repeat. The customer was usually able to recalibrate and repeat the samples to recover the correct results. The customer indicated there is an issue with low humidity in the laboratory, and they are working with the facilities department regarding the humidifier. No further environmental information was available. Patient 1 had an initial na result of 133 mmol/l. The sample was repeated on a blood gas instrument and generated a repeat result of 139 mmol/l. The customer deemed the repeat result to be the correct result and issued a corrected report. The patient did not have treatment or have treatment withheld due to the erroneous result. There was no adverse event. Patient 2 had an initial na result of 136 mmol/l. The sample was repeated on a blood gas instrument and generated a repeat result of 148 mmol/l. The customer deemed the repeat result to be the correct result and issued a corrected report. The patient did not have treatment or have treatment withheld due to the erroneous result. There was no adverse event. The lot number and expiration date of the na electrode in use was requested, but was not provided by the customer. The field service representative found a vacuum failure due to disconnected vacuum tubing on the waste bottle. This caused the cuvette rinse station to overflow on the cuvettes. He reconnected the vacuum tubing. The customer performed qc and precision, which was within the customer's specifications.